Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for fistula formation, which is a known possible adverse reaction listed in the IFU. The pt was also treated for infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. With the currently available info, no conclusion can be drawn.

Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2005-pt underwent ventral hernia repair with a kugel patch. It was noted that this procedure was attempted laparoscopically and was converted to open. On (B)(6) 2005-pt underwent incision and drainage of an intraperitoneal abscess and excision of the kugel patch. A previously placed intraperitoneal mesh was also encountered and excised. On (B)(6) 2005-pt had a central venous catheter placed. It was noted that she will need hyperalimentation and an extended course of IV therapy. On (B)(6) 2006-pt admitted for nausea and vomiting. Pt had an abscess with a persistent enterocutaneous fistula draining through the lower aspect of her lower midline abdominal scar. An x-ray showed ileus. During this stay the pt underwent a cholecystectomy.